Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient began remedial intraperitoneal injection (ip) treatment with gentamycin and vancomycin (doses and frequencies not reported). Patient outcome not reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition.